Event description:
According to the customer, there were 2 incidences of a needle stick after administering heparin'. The customer reported the needle was found to be poking out of the small square opening on the safety shield'. According to the customer, both patients the needle was used on were negative for hiv, hepatitis b and c, so no prophylaxis was recommended or taken'. The customer reported no medical intervention or serious injury occurred related to this event. Sample requested to be returned. No additional information is available at this time. There was no serious injury identified, follow up care needed or medical intervention reported related to the incident.

Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.